Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device(s) associated with this adverse outcome was/were returned from an unknown source greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Product ID: 407658 implantable pacing lead, implanted: (B)(6) 2011; product ID: 407652, implantable pacing lead, impl anted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: #product ID (B)(4). The device was returned and analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture¿s data base indicated the patient died approximately one month post implant of the ipg system approximately two years ago.